Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional had reported that during cataract surgery with intraocular lens (iol) implantation, the posterior haptic was deformed during implantation, presumably by the injector plunger. In the capsular bag the haptic was separated from the lens body. The traumatized iol was cut and extracted. A similar iol was implanted at the end of the operating day, implantation without peculiarities. There was no patient harm.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. A sample was not received at investigation site for evaluation for the report of posterior haptic was deformed presumably by the injector plunger; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).